Manufacturer narrative:
The recipient's implant site is healed.

Manufacturer narrative:
(B)(4). The external visual inspection of the device revealed the electrode was severed near the fantail prior to receipt. This is believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented one of the electrical tests from being performed. The device passed all of the electrical and mechanical tests performed. The device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Manufacturer narrative:
The recipient had previously been treated for skin flap breakdown and underwent skin flap surgery in (B)(6) 2015. This event has been documented in MDR 3006556115-2015-00192.

Event description:
The recipient is reportedly experiencing skin flap breakdown at the implant site. The recipient's device was explanted.